Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the catheter and peel away sheath allegedly had foreign coating. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 16.5fr peel-apart sheath was received for evaluation. Visual evaluation was performed. The sample appeared to have glossy stains throughout the peel-apart sheath shaft. According to the manufacturing review, during the process of preparing the components before the procedure, the process of siliconization the material is a normal process of the product that does not cause any damage to the patient. Therefore the excess silicone oil on the sheath cannot be considered as foreign material. Therefore, the investigation is inconclusive for the reported contamination issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the catheter and peel-apart sheath allegedly had foreign coating. The procedure was completed by using another device. There was no patient contact.